Manufacturer narrative:
Results: tests performed by bd (B)(4) during production controls are related to the assembled device, without using the syringe and plunger rod. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Testing of combination product is out of scope for safety device manufacturing. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. No issues were found within the device history record. (B)(4).

Event description:
It was reported the safety mechanism failed to function properly with a x100l bd ultrasafe passive¿ x-series needle guard syringe. There was no report of injury, or medical interventions.